Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-operatively, the patient returned to the surgeon with unknown symptoms related to the procedure. It was discovered that a screw was broken. A revision surgery was performed to replace the broken screw. The patient is said to be in good status currently. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Review of x-rays received shows grade ii - iii isthmic spondylolisthesis treated by posterior lateral fusion with reduction at l5-s1. At 3 months post-op s1 screws broke. Revision became necessary. Post-op films show recreation of initial spondylolisthesis with replaced s1 screws. Final films show halos around both s1 screws suggesting loosening of construct. No further details are known at this time.